Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the right common femoral artery (rcfa). Shortly after a successful deployment of the device, the patient complained of right leg pain. The patient was brought back to the cath lab and underwent a peripheral angiogram, on the contralateral side, that revealed a blockage at the rcfa. Balloon angioplasty was performed as well as an arthrectomy with a turbohawk device to remove the blockage. It was stated that the material removed during the arthrectomy was plaque and calcium, not collagen or angio-seal material. The physician believed the plaque and calcium had been disrupted upon deployment of the angio-seal and occluded the rcfa.